Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing discovered that a loose wire was present on the master key switch on the imaging system. When moved or bumped this would cause a shut down of the imaging system. The wires were then secured. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system restarted without prompt while the door of the unit was closing around a patient. After restarting the system, but connection to the viewing station was not appearing. After unplugging the interface (umbilical) cable and restarting the viewing station, the reported issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.